Event description:
It was reported the customer was receiving a failed battery test alarm. He stated he had received a new battery cap and the alarm persists. The customer's blood glucose was 100 mg/dl. The customer was advised to replace his insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit alarmed failed battery test after battery insertion due to corroded battery tube. Unable to test the operating currents, low battery alarm and off no power alarm due to failed battery test alarm. Unit had a scratched display window, cracked display window, scratched case and cracked reservoir tube lip.